Manufacturer narrative:
Technician found the bed in basement. Noted that the casters would ratched. Replaced the casters to resolve this issue.

Event description:
Information received that the casters would ratched around. No injury alleged.